Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with stripped battery cap coin slot, cracked case at display window corners and battery tube threads. The pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a broken battery cap on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with manual injection. The customer stated that she changed out the battery and the pump did not give her enough insulin. The customer stated that she was unable to get the battery cap off. The customer stated that the battery cap is stripped. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor the pump. The customer will be sent a replacement pump.